Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial/batch: (B)(6). Product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial/ batch: (B)(6). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 32804073.

Event description:
It was reported that the patient experienced a loss of stimulation due to migration of linear and paddle leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received. Device history record . It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review . Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Efit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device and cause not established. Correction to the initial MDR in block h6. Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7097857. Product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7077269. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 32804073.

Event description:
It was reported that the patient experienced a loss of stimulation due to migration of linear and paddle leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block h6. Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7097857. Product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7077269. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 32804073.

Event description:
It was reported that the patient experienced a loss of stimulation due to migration of linear and paddle leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively and the explanted devices were discarded by the medical facility.